Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bard pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with repair of vaginal prolapse with pelvicol reinforcement and cystoscopy on (B)(6) 2004 due to grade 4 cystocele, and sui and meshes were implanted. It was reported that following insertion the patient experienced urinary incontinence with leaking, painful bladder symptoms, urgency and frequency, recurrent uti and overactive bladder, pelvic pain/burning with voiding and back pain. It was reported that the patient was treated for interstitial cystitis in 2013 due to urethral stricture.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.